Event description:
It was reported that during a surgery procedure, the surgeon noted that the tip of the serfas probe became loose and fell inside the pt. The surgeon was able to retrieve the piece and completed the surgery using another probe. Allegedly, there was a 60 minute delay.

Manufacturer narrative:
Additional information will be provided once investigation is completed.